Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿ the impact of obesity on perioperative and postoperative outcomes after elective endovascular abdominal aortic aneurysm repair¿. Gurkan s, gur o, sahin a, donbaloglu m vascular 2023, vol. 31(2) 211¿218 https://doi.org/10.1177/17085381211063316. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿the impact of obesity on perioperative and postoperative outcomes after elective endovascular abd ominal aortic aneurysm repair¿. The time frame of this study was over a eight year period. Multiple manufactures products were implanted including endurant ii and endurant stent grafts . 120 patients were included in the study. The aim of the study was to determine the impact of obesity on perioperative and midterm outcomes of elective evar between obese and non-obese patients. Among the patient population the following malfunctions occurred: endoleak.